Manufacturer narrative:
Tape ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Product support received a letter from the FDA reporting on behalf of a medical facility: "the gastric lap-band had to be removed as the surgeon determined that the lap-band had failed." It is unknown as of now, how exactly the lap-band "failed." Follow-up findings: "when the doctor went to aspirate the port, there was less saline than placed previously." Upon explant, the surgeon noted that "there wasn't any leaking through the tubing or band, but in the port." The port was replaced.